Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ent450, 17845-5c-aw rev a 10/17, checking your blood glucose 4 / page 36. Warnings: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warnings: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
The patient reported his blood glucose and insulin history is as follows: (B)(6). At 10:00 pm the pod was deactivated and it was noticed that the cannula was bent on two different sides. The pod was worn between 24 and 36 hours on the abdomen.

Manufacturer narrative:
The returned product was evaluated and found the exposed portion of the soft cannula to be bent. It could not be determined if the damaged occurred during use as no drive issues or increase in pulse widths were observed during the run. No issues observed with the fluid path that would result in high blood glucose levels.